Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, it rotated off axis causing an unplanned outcome and the patient was not happy with the vision. The surgeon took the patient back to surgery a month after initial implantation and repositioned the iol to the correct axis. Additional information was requested.